Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing and the cannula assembly fully deployed with the formed needle completely retracted. The adhesive pad and adhesive pad's welds were inspected and no abnormalities were found. The needle mechanism, bottom housing, and adhesive pad were inspected, and no damages or defects were found that would contribute to a dislodging of the cannula. Additionally, no issues were found with the formed needle, bottom housing, and adhesive pad that would contribute to skin condition irritation. The cause of the reported events could not be determined. The download data shows that an 0x1c alarm was generated during the device's run, indicating the pump had reached the pump expiration time. The download data confirms the device ran for 80 hours. No other damages or defects were found that would result in a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The pod was reportedly not sticking well to the infusion site (arm), causing the cannula to dislodge. Skin irritation was also reported. As treatment, the pod was removed and a new pod was applied.